Event description:
During a dental procedure to teeth #9 & 10 the bur fell into patients mouth who swallowed it. Patient was sent to emergency center to take x-rays. They sent patient on to the hospital where he was sedated and endoscopy was performed, bur was retrieved. Patient is doing well.

Manufacturer narrative:
The instrument has been checked in our repair department according to the currently valid specifications. It was not possible to find any deviations from the specifications. Specially the retention force of the chuck system was tested with the corresponding test tool. The value was within specification. The reported problem is not reproducible. The dental office stated that a neodiamond 1314.8f bur has been used for the procedure. This is a single use diamond bur. The specifications of this bur, provided by the manufacturer, meet the specification requested by the instrument. However, the affected bur was not available for further tests, therefore it is not possible to identify the root cause for the issue. There are various possibilities like worn shaft of bur, inserting the shaft not deep enough into the chuck system, etc. To avoid such issued the IFU contains already corresponding warnings and notes how to use the instrument correctly: 5.4 inserting the bur. Note only use carbide burs or diamonds that comply with iso 1797 type 3, are made of steel or hard metal and meet the following criteria: - shaft diameter: 1.59 to 1.60 mm. - overall length: max. 21 mm. - shaft clamping length: min. 9 mm. - blade diameter: max. 2 mm. Warning: use of unauthorized burs. Injury to the patient or damage to the medical device. - comply with the instructions for use and the intended use of the bur. - only use burs that do not deviate from the specified data. Caution: do not use damaged burs. Risk of injury from swallowing a bur that falls out. - do not use damaged burs. - do not use burs that have been hit. - do not use burs with adherent soiling. - do not use visibly imbalanced burs.